Event description:
It was reported that during a procedure a faradrive sheath was selected for use, however, when the dilator was flushed it was noticed that the saline sprayed sideways out of the tip of the dilator, despite of that the procedure started, groin access was gained, and transseptal access was gained. The faradrive sheath was then attempted to be put over the wire when it was noticed that the tip of the dilator was deformed, and the wire could not be inserted, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was torn and peeling back. During preparation, when the dilator was flushed it was noticed that the saline sprayed sideways out of the tip of the dilator. Despite of that the procedure started, groin access was gained, and transseptal access was gained. The faradrive sheath was then attempted to be put over the wire when it was noticed that the tip of the dilator was deformed, and the wire could not be inserted, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The dilator was inspected upon return and the tip was visibly deformed.